Event description:
On (B)(6) 2007, a (B)(6) female pt underwent aaa repair with right fa approach. The pt was suitable for endovascular repair. F/u did not confirm endoleak and it showed that the aneurysm was prone to shrinking. On (B)(6) 2010, the aneurysm enlargement was confirmed. CT did not show leakage but because proximal endoleak was suspected, re-intervention was performed; another MFR's excluder cuff 28mm was additionally placed in the proximal side and another mfrs xl stent was also additionally placed inside the stent graft. The procedure was completed since final angiography did not confirmed endoleak. On (B)(6) 2011, the pt complained about abdominal pain. CT did not show obvious endoleak. On (B)(6) 2011, CT confirmed the aneurysm enlargement and leakage around the aorta, but the physician did not determine it was endoleak. On (B)(6) 2011, since the pt had a symptom, semi-emergency abdominal surgery was conducted; banding with j-graft 34mm was performed in the neck part. After that, leakage from some pin holes on the main body was observed under direct vision when the physician incised the aneurysm. Then, hemostasis with tachocomb and bolheal was performed but the pt's conditions could not be stabilized. On (B)(6) 2011, colostomy was conducted for paralytic ileus. On (B)(6) 2011, intra-thoracic irrigation was performed for (B)(6) infection. On (B)(6) 2011, emergency tevar was conducted for rupture of infected thoracic aortic aneurysm. On (B)(6) 2011, emergency tevar was conducted for rupture of infected thoracic aortic aneurysm. On (B)(6) 2011, the pt died of septicemia and multiple organ failure. The pt had been hospitalized since abdominal surgery conducted on (B)(6) 2011. Autopsy was not conducted.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Pt: death is labeled in the IFU. Device: endoleaks are labeled in the IFU. Event eval: still under investigation.